Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012590007 was returned and analyzed. Visual inspection of the handle area was performed. The tip of the sheath was intact with no anomaly. A kink on the side port tube was identified. Functional testing was performed and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. High magnification microscopic images showed a leak at the bond between the side port tube and the hub. When the performance test using a uson leak tester was performed, the returned sheath failed the test. In conclusion, the reported air ingress/side port aspiration/leak issues were confirmed during testing and the sheath failed the returned product inspection due to a side port tubing leak and kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, upon removing the sheath from the package and performing a flush, it was observed that saline was leaking from the base of the side port. To test, the sheath's tip and valve were manually held, and an attempt was made to aspirate from the side port using a locking syringe, which resulted in air being drawn. The sheath was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.